Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements, reaching out-of-range values greater than 2000 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and noted that the shock channel remained normal. No adverse patient effects were reported. This lv lead remains in service.